Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing record evaluation could not be performed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
Process transcript: it was reported that patient had to undergo surgery by means of videolaparoscopy to remove foci of endometriosis. However, it was found by the nursing team that the following day, bleeding in the rectal region, feeling strong continuous pain in the abdomen. On the second day, patient started to have vomiting and nausea and a lot of abdominal pain, being taken to the operating room once again. In this second surgery, fecal collection was identified with a fistula in the anterior wall of the rectum and that the clamp was fully open, causing infection and pain. The patient had part of her rectum removed with total closure of the canal, having to start using a colonoscopy bag. Due to the contamination caused by the fecal collection, she had to be sent to the ICU, being hospitalized again 9 days after the surgery due to heavy bleeding in the vaginal region and in the penrose drain, being submitted to the procedure of ¿operative treatment of hemorrhage¿. Intrapleural gia¿, in addition to having presented infection by ¿e. Colli" (a type of bacteria) and be subjected to a "dry" opening - without anesthetic - so that it heals openly, causing deformities in the skin. He also reported that he underwent blood transfusion during and after the surgery. He was discharged 24 days after surgery, having to make use of the colonoscopy bag until 6 months later, when he underwent rectal reconstruction.